Event description:
It was reported by the customer: "the passing wire was cut in three parts outside the knee." The customer also states the broken piece was not retrieved from the patient." Further clarification has been requested from the customer regarding this statement and regarding details of the event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.